Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on keypad traces. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. No failed battery test alarm or battery changed to slow alarm noted after battery insertion. Insulin pump was monitored, no frozen display noted. During visual inspection insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window and cracked case near display window corners.

Event description:
Customer reported receiving a button error alarm and stated that the buttons on the insulin pump became unresponsive during a bolus. Customer stated that he changed the battery and then received a battery out limit alarm. The blood glucose reading was 120 mg/dl. Customer was unable to clear the battery out limit alarm. He stated that he had worn the insulin pump to the gym that morning. Nothing further was reported.